Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 147 mg/dl and the bg meter was reading 467 mg/dl. The patient was incoherent, nauseous, and "could not walk or talk straight". The patient's daughter called emergency medical services (ems). That patient could not recall anything that occurred while he was in the ambulance being transported to the emergency room. At the ER, the patient's bg meter reading was 800 mg/dl, no cgm meter comparison value was reported. The patient was treated with an unspecified IV drip, potassium, and insulin. The patient was discharged home after 2 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 codes: health effect - clinical code - e0131 speech disorder.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.